Event description:
During the rotator cuff repair, the operator realized that the tip of the needle was broken. X-rays were taken per- and post-op and no trace of the needle is visible in the patient. The broken part was probably aspired by the external suction in the waters of waste. Longer procedure of 15 to 20 minutes. It was not necessary to use another device to complete the procedure. Additional information: we have got additional information regarding the end of the procedure: another device was used to complete the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
During the rotator cuff repair, the operator realized that the tip of the needle was broken. X-rays were taken per- and post-op and no trace of the needle is visible in the patient. The broken part was probably aspired by the external suction in the waters of waste. Longer procedure of 15 to 20 minutes. It was not necessary to use another device to complete the procedure. Additional information: we have got additional information regarding the end of the procedure : another device was used to complete the procedure.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the rotator cuff repair, the operator realized that the tip of the needle was broken. X-rays were taken per- and post-op and no trace of the needle is visible in the patient. The broken part was probably aspired by the external suction in the waters of waste. Longer procedure of 15 to 20 minutes. It was not necessary to use another device to complete the procedure. Additional information: we have got additional information regarding the end of the procedure: another device was used to complete the procedure.